Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker prematurely separated from the delivery catheter after fixation. The device remained adequately implanted and the catheter was retrieved. There were no patient consequences.